Event description:
The customer reported the device was intermittently failing the 100 joule test. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the device was intermittently failing the 100 joule test. No pt involvement was reported. Philips did not evaluate the device, but the customer ordered 2 replacement paddle electrodes to resolve the issue. Based on the customer's report, we are considering this a malfunction of the paddle electrodes.